Event description:
It was reported that a cgm error 42 occurred. The blood glucose level was not reported, but there was no indication of an adverse impact. Technical support provided pump reset information and guided the caller through resetting the pump, after which the sensor session was successfully started without any recurrence of the error.